Event description:
During a premature ventricular contractions procedure (pvc), a pericardial effusion occurred which required cardiac surgery. The mapping catheter was inserted into the left ventricle (lv) to map a pvc with anterior lateral papillary muscle morphology. While mapping the anterior wall of the lv when it was noted that the electrogram recordings on the catheter became lower in amplitude when the catheter was advanced toward the apex of the lv. Within a few minutes, the patient became hypotensive, then bradycardic. A transesophageal echocardiogram was performed which revealed a pericardial effusion. The patient was transferred to the or for a pericardial window to repair the anterior apical perforation. The patient is stable and recovering in the ICU. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.